Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the sales representative for use. Physio further evaluated the removed main keypad assembly and confirmed that the cause of the reported failure was that the charge button was locked in a shorted position, which left the device unable to charge, shock, analyze or pace. There was no exterior or interior damage observed to the button.

Event description:
A physio-control sales representative contacted physio's technical support to report that their evaluation device was experiencing difficulties when pressing buttons on the keypad. There was no patient use associated with the reported event. Upon evaluation of the device, a physio-control service representative observed that the charge button was stuck in the pressed position, which prevented the device from being able to charge and provide defibrillation energy, if necessary.